Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unspecified problem further described as the device missing the blue tip and/or the tip top. This was found before use. There was no patient involvement. No additional information is available at this time. This is report 2 of 4.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 20, 2013 to november 22, 2013. Evaluation summary: the sample was received for evaluation. A visual inspection of the sample was performed. No missing components, malfunctions or abnormalities were identified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.